Event description:
It was reported that there was a broken lead cap. It was noted that the lead cap was removed for stage 2 and that the lead remained implanted. It was noted that upon removal of the lead cap the lead appeared to be damaged or stressed. It was further noted upon impedance testing values were normal. It was noted that it was unknown if there was a product issue or if the issue was resolved. It was noted that the patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).